Manufacturer narrative:
No device associated with this report was received for examination. A complaint database search found previous reports on the smartset mv 40g - eo. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. The retained samples for smartset mv 40g - eo, (B)(4), lot:23334281 could be not be tested as it has been identified as being over 4 years old and the retained samples have expired retention in accordance with the depuy retained sample procedure (B)(4). The dfmea and IFU have both been reviewed for the cement. Implant loosening is a known risk with the use of bone cements and the risk is highlighted in both documents. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Clinical der states patient was revised to address tibial loosening at the bone/cement interface. Depuy cement was used.